Event description:
The manufacturer received information alleging the foam in one conversation and in another he was told the blower and all inner parts plus the foam are replaced. He has a concern about black partical build-up coming from remediated devices, says he personally seen two devices where the original device worked great, but the remediated replacements particles inside of the humidifier will be replaced with a new humidifier. There is no allegation of serious or permanent harm or injury. The patient required no medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.